Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had new software release detected error alarm. The customer stated insulin pump did not received a second alarm after clearing the initial alarm. Customer reported insulin pump restarted and got error failure of flash memory error alarm. Customer reported they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.